Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported that the unit of measure setting on their freestyle meter changed. There was no report of death, serious injury or mistreatment.